Manufacturer narrative:
Patient age is unknown; however reported to be over 18 years old. A visual examination of the returned device found that one jaw was bent causing the jaws to be misaligned. Additionally no metal or component was found to protrude from the device. Functionally, the device jaws would open properly, however, they could not close completely due to the bent jaw. No abnormalities were noted with the device riveting and welding which were within specifications. The condition of the returned incident device was not consistent with the complaint that a piece of metal was protruding. However, device evaluation found one jaw to be bent. The most probable root cause for this is operational context as excessive force was most likely applied to the device due to anatomical or procedural factors during the procedure. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. (B)(4).

Event description:
It was initially reported to boston scientific corporation that a radial jaw 3 single-use biopsy forceps was used during a gastroscopy procedure performed on (B)(6) 2010. According to the complainant, during the procedure, a piece of metal was protruding from the device. The procedure was completed with this radial jaw 3 single-use biopsy forceps device. Reportedly the device was inspected/tested prior to use and no anomalies were noted. No difficulty or resistance inserting or removing the device through the scope was reported. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. This event is considered a reportable event based on the investigation results revealing that one of the jaws was bent.